Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. Review of device memory confirmed the device had reached eol due to two charge times greater than 45 seconds. Memory also indicated a shorted lead condition had been detected on the same day as eol declaration. Visual inspection of the lead noted an arc mark on the device case. An x-ray of the device was performed, revealing the plasma fuse was damaged, consistent with excessive electrical energy. The damaged plasma fuse prevented the capacitors from charging within 45 seconds. Analysis concluded the related lead most likely shorted to the device case, damaging the plasma fuse, leading to the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this device had reported hearing beeping tones. Upon interrogation, it was noted the device had reached end of life (eol) battery status. Eol was reached due to a charge time greater than 45 seconds. The patient was hospitalized and a replacement procedure was later performed. The device was unable to be interrogated during the procedure. Right ventricular (rv) lead measurements were normal. No adverse patient effects were reported.

Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.